Event description:
It was reported by the rep that the (2) al326 were used during a laparoscopic cholecystectomy procedure. It was reported that the devices both broke at the jaw and fell into the pt. The case was completed with a third device and both jaws were retrieved. There was no consequence to the pt.